Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is (B)(6) 2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the contour was stuck on tissue and stapler had to be removed manually. Was the device difficult to open? How was the device removed from tissue? Was there any patient consequence as a result of the event? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection procedure, contour was stuck on tissue and stapler had to be removed manually. It us unknown how the procedure was completed. There was no patient consequence reported.